Event description:
(B)(6) 2025 ¿ the end-user reported receiving repeated alert 38 (motor stall) messages since midnight. Despite three restarts, the alert recurred. The battery was at approximately 75%. During a dry run with support, the device displayed ¿unable to proceed". The issue was resolved by sending a replacement device to the patient. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.